Event description:
It was reported that the insulin pump alarmed an error during bolus delivery. The customer also stated that the numbers were ramping on their own, so they removed that battery and put it back in and were able to resolve the issue. It was reported that the device might have been exposed to sweat. The customer's blood glucose was 8.1 mmol/l. The discontinuation of the insulin pump was advised. The customer was advised to revert to a back-up plan. The customer asked if the device was still delivering basal, to which the answer was yes. The customer stated that they wanted to keep using the device for the basal deliveries and would use manual injections for the bolus deliver. The customer was advised against using the device, but the customer was also told that if they choose to still use the device, they should monitor the device very closely. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.